Event description:
It was reported that during a mandible and maxillary osteotomy, the electric pen drive was operating at 50% power and was making a grinding noise. It is reported the procedure was delayed approximately 20 minutes while a spare device was prepared. The spare device was used to complete the procedure with no further problem, no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis date device received for evaluation an evaluation was performed and the customer's complaint that this device was working at half power could not be confirmed. A functional assessment was performed and the device passed all operational performance specifications. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history for the past six months was reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue.(B)(4)